Event description:
It was reported that the patient experienced involuntary arm twitching as a result of a pulse generator system issue and presented to the hospital. Upon examination, it was noted that the arm twitching was in rapid succession to the patient's heart rate. Further examination found that the left ventricular lead exhibited loss of capture on all vectors as well as failure to sense. Once pacing was set to a different lead, the twitching ceased. Chest x-ray imaging showed the left ventricular lead was dislodged and was found in the implant pocket near the pulse generator. The patient stated that they fell 3 days prior and began experiencing the arm twitching. Left ventricular lead pacing was then programmed off which resolved the patient's symptom. The patient's condition remained stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that on april 25th, 2022, the patient presented to the hospital for a left ventricular lead revision procedure. The lead was explanted successfully. There were no adverse consequences to the patient.